Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. The following section was corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.

Event description:
It was reported that the patient's right shoulder was revised approximately six weeks post-initial procedure due disassociation of the glenosphere from baseplate. During revision procedure the central screw was noticed to be not seated well which was tested and corrected. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.